Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer reports that a procedure was performed on a (B)(6) year old patient. The venous access was very difficult due to the extreme age of the patient. The device was channeled and at the time of withdraw it was difficult to remove and the device frayed. The PICC was not placed and the facility did not have additional guides.

Manufacturer narrative:
(B)(4). Returned were a single lumen catheter and a guide wire. The catheter body was cut off 22.2cm from the distal tip. The distal portion of the catheter was not returned. There were no coils on the guide wire, but the area where the coils were once attached was visible at the distal end. The broken end of the wire appeared like it had been torn off. The overall length of the guide wire was 36.1 cm; therefore, approximately 9cm was missing from distal end of the wire. The outside diameter of the solid wire at the proximal end met specification. A 0.018 inch guide wire from lab inventory was inserted through the distal end of the catheter and passed through the extension line hub with no resistance. A device history record (DHR) review was performed on the guide wire and the catheter and it did not reveal any manufacturing related issues. The report that the guide wire separated was confirmed through examination of the returned sample. The guide wire was broken and separated at the distal end. Approximately 9cm of the distal end of the guide wire was missing and was not returned. Other remarks: a DHR review was performed and it did not reveal any manufacturing related issues. Based on the appearance of the break in the wire and the information reported, it was determined that operational context caused or contributed to this event.

Event description:
The customer reports that a procedure was performed on a (B)(6) patient. The venous access was very difficult due to the extreme age of the patient. The device was channeled and at the time of withdraw it was difficult to remove and the device frayed.the PICC was not placed and the facility did not have additional guides.